Manufacturer narrative:
Evaluation of the returned pod pc revealed offset coil winds on the embolization coil and kinks on the pusher assembly. If the introducer sheath is not aligned properly within the hub of a parent catheter, resistance may be experienced during advancement. If the pod pc is forcefully advanced against resistance, damage such as offset coil winds and pusher assembly kinks may occur. During functional testing, the pod pc was able to be advanced through its introducer sheath and a demonstration lantern with resistance due to the pusher assembly kinks. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the internal iliac artery (iia) using pod packing coils (pod pcs), non-penumbra coils, a lantern delivery microcatheter (lantern), and a non-penumbra angiographic catheter. During the procedure, the physician placed one pod pc and two other coils in the target vessel using the lantern. Then, while advancing another pod pc through the distal tip of its introducer sheath, the physician experienced resistance. Therefore, the pod pc was removed. The procedure was completed using nine additional pod pcs and the same lantern. There was no report of an adverse effect to the patient.